Manufacturer narrative:
The ventilator was returned to the MFR's service center for eval and the customer's complaint was confirmed. The device was found to have a stalled piston due to a failure of a bearing on the ball screw assembly. The ball screw assembly was replaced to correct the problem. There was no pt harm or injury. The ventilator was found to audibly and visually alarm as designed to alert a caregiver of an event. The MFR will continue to trend life support ventilator malfunctions that could potentially result in a loss of therapy.

Event description:
The MFR received info alleging a ventilator audibly alarmed and shut down while in pt use. There was no pt harm or injury.